Manufacturer narrative:
(B)(4). PMA/510(k) # k061000. Event evaluation: no product was returned to assist in the investigation; however, a review of the complaint history and device history record was conducted. There is no evidence to suggest the product was not manufactured to specification. There is no information to suggest the device malfunctioned or contained a nonconformity. Work orders were reviewed, and no evidence of nonconformity was found. Complaints were reviewed, and no other complaints have been filed against devices from these lots. Because the devices were not returned, no images were provided, and few details of the procedure were provided, the root cause of the complaint is unknown. Due to the nature of lead extraction surgery, a device can function normally and still cause a tear in a blood vessel. We will continue to monitor this device.

Event description:
During lead extraction of a rv lead, the subclavian vein was torn. The patient was put on bypass and underwent open chest surgery to repair damage to the subclavian vein and svc. No additional information was provided regarding patient outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During lead extraction of a rv lead, the subclavian vein was torn. The patient was put on bypass and underwent open chest surgery to repair damage to the subclavian vein and svc.